Event description:
A trilogy 100 ventilator was returned to a third-party service center for routine preventive maintenance. There was no allegation of patient harm, and the device was not reported to be in patient use at the time of service. During evaluation, the device failed the active exhalation purge valve open and closed test. To address the issue, the technician replaced the active exhalation control module (aecm). In addition, the device's missing rubber feet were replaced. The handle kit, front case enclosure, rear enclosure seal kit, and porting block adapter were physically damaged and needed to be replaced. The device label was also replaced due to an unacceptable revision level. Following service, the device was inspected and tested and met all acceptance criteria in accordance with applicable customer requirements.

Manufacturer narrative:
The reported failure of the active exhalation purge valve open and closed test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.